Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was attempted but unsuccessful implant due to bent or kinked noted during the procedure. This lead was never in service. No adverse patient effects were reported.